Manufacturer narrative:
Approximate age of device - (B)(4) years, (B)(4) months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient¿s family found the patient down at home with both batteries disconnected. It was suspected by the vad clinician that the patient had some confusion and accidentally disconnected both batteries. The manufacturer¿s technical service representative reviewed the provided log file from the system controller that was in use during the event and there were no unusual events seen within the data. The lvad was not explanted. No additional information was provided.

Manufacturer narrative:
Additional information. The lvad was not explanted, however a portion of the percutaneous lead (driveline) was received for investigation. Device evaluation although a loss of power was confirmed through the evaluation of the submitted system controller log file, a direct correlation with device could not be conclusively established through this investigation. Evaluation of the submitted log file revealed a power cable disconnect alarm, and the next recorded entry appeared consistent with a complete loss of power. A specific cause for the captured event could not be conclusively determined. A portion of the percutaneous lead was attached to the returned system controller, measuring approximately 22 inches. Minor metal braided shield breakdown was observed along the entire length of the percutaneous lead segment, with more severe breakdown observed adjacent to the metal connector and approximately 2.5 inches and 4.5 inches from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the percutaneous lead segment did not reveal any damage that would have contributed to the reported event. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.